Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse found the pickup arm z axis motor not working properly. The motor was replaced and tested with no errors. The fse received error 4153 while running quality control (qc). Fse cleaned and lubed the cup presence sensor. The fse ran qc and patient samples without any errors. Instrument is functioning as intended and released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found no other complaint with similar event. The most probable cause for this event is failure of a picker z axis motor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 4153 c.trans-z home overrun. The customer rebooted the instrument twice and then removed the cover and the cup transfer is not moving. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2, fsh, lhii and progesterone. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.